Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. The batch sequence number for the product's lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent energy transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable: the expiration date is not applicable. Field implant date is not applicable because the product is not implantable. Information for the initial reporter is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci assisted surgical procedure, the insulated wire of the maryland bipolar forceps (mbf) instrument was found to be damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the mbf instrument and accessories were inspected prior to use. The customer confirmed that the instrument worked without issues. The instrument did not arc. The settings used on the generator were cut: 3 and coag: 3. The instrument was not removed from the arm at any time prior to the event. There was no report of a collision with any other instrument or tool during the procedure. There was no report of patient injury. The patient has not returned to the hospital due to experiencing any post-surgical complications.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Corrected information can be found in the following field: d4/lot number. D15- intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. Failure analysis found the primary failure of bipolar conductor wire, damaged resin, to be related to the customer reported complaint. The instrument was found to have damaged resin at the connection point of the conductor wire and yaw pulley. No insulation or thermal damage was found. The instrument passed the electrical continuity and energy delivery tests. A review of the device logs for the maryland bipolar forceps (part# 470172-16 / lot/serial# (B)(6) ) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on 28-dec-2020 via system serial# (B)(6) there was 1 use remaining after this last usage.

Event description:
Refer to for follow-up information.

Manufacturer narrative:
Based on failure analysis (fa) investigation results, this complaint is being reclassified as a non-reportable event due to the following conclusion: it was alleged that the insulation wire of the mbf instrument was damaged. However, during fa investigation, the instrument was found to have damaged resin at the connection point of the conductor wire and yaw pulley. There was no damage to the conductor wire insulation or thermal damage observed. As the insulation of the conductor wire was not damaged, inadvertent energy transmission to tissue other than intended would not occur. There is no evidence of a device malfunction, or that an adverse event or serious injury occurred or could occur as a result of this issue.